Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported the pump was not working correctly. The pump was used to deliver fentanyl. There were no patient symptoms reported. Additional information has been requested, but was not available as of the date of this report.